Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor failed incoming testing and exhibited extensive physical damage. On the monitor board pca, the j1002bb & j1003bb connector pins were broken, and capacitors c1 and c4 were broken off of the board. On the defib board pca, the r84 resistor was physically damaged, the j1002aa & j1003aa connector pins were broken, and the c19 capacitor was broken off of the board. The root cause for the physically damaged monitor and defib board pcas could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
During evaluation of a (B)(6) patient's monitor for an unrelated problem, the monitor failed incoming testing and exhibited extensive physical damage.